Manufacturer narrative:
The lift was removed from service and replacement parts were ordered to resolve the issue. Viking m mobile lift is a general-purpose lift with the intended use in; health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives a flexibility for most lifting situations such as lifting to and from wheel chair, bed, toilet and floor. Horizontal lifting can also be performed in combination with the liko¿ octostretch¿ accessory. The periodic inspection manual for mobile lifts 3en371001 states the following under load testing: run the base in and out with maximum load. Make sure all four wheels have contact with the floor. Although there was no patient involvement reported, if the lift were to become unbalanced with one wheel off the floor during a patient transfer, it could lead to serious injury or death. Therefore baxter is reporting the device malfunction.

Event description:
The customer alleged that when having weight on the lift strap, one wheel was not touching the floor. There was no patient involvement reported. This incident was captured under complaint ref # (B)(4).